Event description:
Complainant alleged that while attempting to defibrillate a female pt, the device charged energy on two attempts, however, would not discharge. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction. Clinicians noted that the pt had an oily residue and the electrodes used in the event were disposed of at the facility.

Manufacturer narrative:
Zoll medical corp has not rec'd the device for eval and this complaint is still under investigation.